Event description:
Caller stated that she had a right knee replaced with attune knee replacement device on (B)(6) 2022. She started experiencing pain and discomfort on (B)(6) 2024. She spoke with her doctor and she has an appointment to meet with the surgeon on monday, (B)(6) 2025.